Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 254 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the displacement test due to motor high current draw. Pump passed idle current test and run current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.